Manufacturer narrative:
Na

Event description:
It was reported that the ventilator was getting double tidal volume measurements. When the tidal volume was set at 250.00, it was reading 550. The reported problem occurred while connected to a pt. No pt harm reported.